Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in set), which occurred on the homechoice during dwell 3 of 4. The home patient (hp) disconnected and discarded the supplies. The baxter technical service representative (tsr) explained the possible causes of the alarm and instructed the hp to notify the nurse about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter canada spoke to the home patient regarding the report of a system error 2240 alarm. The home patient stated therapy was restarted with new supplies. No patient injury was reported. The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a cup inserter on (B)(6) 2010. During the procedure, a portion of the cup inserter fractured. The surgeon retrieved the fractured piece and completed the surgery without injury to the patient or significant delay to the procedure.